Manufacturer narrative:
Attempts to retrieve data from the pod were unsuccessful. Without the data, it could not be determined if the pod successfully delivered insulin. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. The reservoir cap was observed to have post use damage.

Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod longer than 48 hours from the infusion site (arm). The patient reports the pod alarmed during (5)u bolus. No treatment was provided.